Manufacturer narrative:
(B)(4). Date sent: 4/9/2021. D4: batch # u94t83. Investigation summary the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lockout when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty as no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: when only three clips remain in the applier, a yellow clip counter indicator bar appears in the window." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips did not close on the vessel. It is unknown how the procedure was completed. There was no patient consequence.